Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra meter read inaccurately high. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The patient said, he obtained a result of 219 mg/dl the day prior to contact lifescan 14 at 9 pm. He said that based on the result, he took his usual dose of 10 units of humalog insulin based on a sliding scale. He said that an hour after taking the additional insulin, he was sweating, felt nausea, and felt like passing out. He did not say whether he treated his symptoms. At around 2 am, he said he obtained a result of 475 mg/dl. He thought the 475 mg/dl was unusually high as well. According to troubleshooting performed with customer service, the unit of measure was set correctly at the time of testing. This complaint is being reported because the user alleged the meter read inaccurately high, took insulin based on the result, and suffered symptoms that may be indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.